Event description:
A 2.5 x 28mm cypher stent would not cross a lesion in the mid rca. As the unit was removed, it was noted that a a few struts were uplifted. A different 2.5 x 28mm cypher stent was successfully deployed. There was no pt injury. No add'l info is available.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete.